Manufacturer narrative:
Field service engineer troubleshot the system per service manual to determine cause of no fluoro. Fse traced the problem to 'no continuity' at the footswitch cable connector between pins 3-5. Fse replaced the footswitch. Checked and verified for proper fluoro operation per service manual. Unit returned to full service by the customer.

Event description:
Customer reports there were no fluoro capabilities during a patient procedure. Procedure was completed using rad shots without any delay to patient. Customer does not recall procedure or patient demographics. No injury to staff or patient.